Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial subject ID: (B)(4). It was reported that a caucasian female patient underwent breast reconstruction surgery with mentor glow study gel devices on (B)(6) 2016. Adverse event # 1. Skin cancer - basal cell carcinoma (non-melanoma). On (B)(6) 2021, the patient was newly diagnosed with basal cell carcinoma (non-melanoma) on the right side of the body. The event was treated with a secondary procedure. The event was resolved on (B)(6) 2021. Adverse event # 2. Squamous cell carcinoma of left radial dorsum hand. On (B)(6) 2021, the patient was newly diagnosed with basal cell carcinoma (non-melanoma) on the right side of the body. The event was treated with a secondary procedure. The event was resolved on (B)(6) 2021. Adverse event # 3. Superficial basal cell carcinoma of right proximal forearm. On (B)(6), 2021 the patient was newly diagnosed with superficial basal cell carcinoma of the right proximal forearm. The event was treated with a secondary procedure. The event was resolved on (B)(6) 2022. Adverse event # 4. Squamous cell carcinoma in mid-chest site. On (B)(6) 2022, the patient was newly diagnosed with squamous cell carcinoma in the mid-chest site. The event was treated with a secondary procedure. The event was resolved on (B)(6) 2022. Since the adverse events of basal cell carcinoma and squamous cell carcinoma of the left radial dorsum hand are considered serious and reportable since they were assessed by the principal investigator as possibly related to the study device and required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Should more information become available, this note will be updated and the case reassessed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Additional information received on december 9, 2022 was reviewed by the clinician, and is summarized below: the patient was tested for brca1 and brca2. Both were negative. These sites listed are the primary sites, no metastasis was detected. The subject has no significant family history. The subject was not advanced enough to be staged. The treatment plan was explantation and the explantation date has been updated under fields d6b on this form right side device was explanted on (B)(6) 2022 and left side device was explanted on (B)(6) 2022. Corresponding codes have been updated under section h on this form. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: cancer. This supplemental medwatch report is for the patient¿s leftt-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 28, 2023, mentor became aware that the date of surgery for the right side is (B)(6) 2023. Left side device is still implanted as no updates were received for the left side. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 31, 2023, mentor became aware that health impact code "surgical intervention" was inadvertently not reported under previous submission as per information received, a drain was placed on each side to treat both seromas. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4). Health impact code "surgical intervention" was inadvertently not reported under previous submission.

Manufacturer narrative:
Additional information was received on 21 august, 2023. Summary of additional information provided: the patient underwent right-sided breast implant removal surgery on (B)(6) 2023 due to right-side asymmetry. The implant was replaced with ¿other gel¿, and no device details were entered into the crf at the time of this review. The left side did not have surgery performed. Additional information was received on 23 august, 2023. Summary of additional information provided: adverse event #6 & #7. Seroma (right implant, serial number: unk, date of implant: (B)(6) 2023. Left implant, serial number: (B)(6), date of implant: (B)(6) 2016). On (B)(6) 2023 the patient presented with right-sided seroma. The principal investigator assessed this event as mild in severity, serious, and possibly related to the study device. A drain was placed on each side to treat both seromas. Please see manufacturer report number 1645337-2023-10261 for the details regarding the patient's right side seroma with unknown gel device (date of implant: (B)(6) 2023). This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 09, 2023 was reviewed by the clinician and notes have been updated as follows: summary of additional information provided: adverse event logline #1 was updated from skin cancer - basal cell carcinoma (non-melanoma) to skin cancer - nonmelanoma (basal cell carcinoma) right popliteal fossa (changes reflected under adverse event #1 below): adverse event #1. Skin cancer - nonmelanoma (basal cell carcinoma) right popliteal fossa. On (B)(6) 2021 the patient was newly diagnosed with basal cell carcinoma (non-melanoma) on the right side of the body. The principal investigator assessed this event as moderate in severity, serious (necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure), and possibly related to the study device. The event was treated with a secondary procedure. The event was resolved on (B)(6) 2021. Since the adverse events of basal cell carcinoma, squamous cell carcinoma of the left radial dorsum hand, asymmetry, and seroma are considered serious and reportable since they were assessed by the principal investigator as possibly related to the study device and required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Should more information become available, this note will be updated, and the case will be reassessed. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 29, 2023 was reviewed by the clinician. Per review, left-sided seroma, was inactivated. Hence, clinical code seroma was removed. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 5, 2023, mentor became aware that in response to this event, the cancer was excised. According to the records, the study device was not removed in response to this event. There is confirmation that original devices used were not removed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Corresponding codes have been updated on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 20, 2023, mentor became aware that patient was implanted with unknown gel device on the right side on (B)(6) 2022 and experienced right-sided asymmetry, which occurred on (B)(6) 2023. No updates were received for the left side. At the time of this report, mentor has received no information regarding right side explantation or an expected explantation date. Please see manufacturer report number 1645337-2023-05018 for details. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).